Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The contact removed the o-ring and successfully loaded a cartridge. The user's blood glucose level was 432 mg/dl. Reportedly, the contact administered a manual injection as the contact considers the customer to be too young to administer themselves.